Manufacturer narrative:
The suspect device was returned to olympus for evaluation and repair. The reported problem could not be confirmed or duplicated. When tested, the subject device produced an image with no abnormalities observed. However, the video connector failed a water leak test due to a small crack on the tip. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported event was a malfunction of the cable unit due to excessive force applied to the unit by the user. As stated in the instructions for use, as a preventive measure: "do not strike the camera head. The camera head may be damaged." Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
A user facility reported to olympus that no image was present. The problem, as reported to olympus, was first identified during preparation for use. There was no patient impact or injury, associated with the problem, reported to olympus.